Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post lead implant procedure lead dislodgment was confirmed via chest x-ray. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.